Event description:
The physician implanted 2 endeavor sprint drug-eluting stents in the lad in y-stenting formation with no issues noted. Approximately 3 days later the patient experienced sub-acute stent thrombosis in the lad which was treated with non medtronic aspiration catheter and non-medtronic ballooning but the blood flow didn¿t improve as much as expected. Then an intra-aortic balloon pump (iabp) , percutaneous cardiopulmonary support (pcps) and CABG were performed on the patient. The CABG bypass procedure was successful; however, haemorrhage caused by the operation did not stop and led to patient death approximately 5 days after the initial stenting procedure. Cause of death was listed as myocardial infarction.

Manufacturer narrative:
Evaluation codes: results inherent risk of procedure ¿( death, tvr , haemorrhage and stent thrombosis) other - (root cause of the event could not be determined) no results available since no evaluation performed -(device or procedural images not provided for review) none ¿( device not returned for evaluation) evaluation codes, conclusions: inherent risk of procedure - ( death, tvr , haemorrhage and stent thrombosis) other- (root cause could not be determined) unable to confirm complaint. (B)(4).